Manufacturer narrative:
The insulin pump was programmed with basal rates and monitored. The basils were delivered and recorded properly in basal review screen. No basal anomaly noted. No changing of sound noted during testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported problems with basal delivery. Customer reported that the sound of the insulin pump changes and the customer's blood glucose became higher. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).